Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no occlusions nor other workmanship defects were detected in any of the joins in both samples. Functional testing found the samples were connected to the pump and an alarm was displayed during the prime. Based on the analysis conducted in the sample provided, suction line occluded failure mode was confirmed. The root cause of this failure condition could be caused by too much solvent accumulated when dipped in fixture or held in fixture too long. An awareness complaint notification to the production personnel was conducted by quality engineer on 19-may-2022 for the defect reported by the customer.